Event description:
Event was reported to caldera medical by an attorney. The patient experienced recurrent stress urinary incontinence, urinary leakage, urinary frequency, bladder infections, yeast infections, fecal incontinence, uterine prolapsed, and pelvic floor dysfunction. No further information has been provided.